Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left circumflex artery, which had mild tortuosity and moderate calcification. The lesion was pre-dilated. An attempt was made to navigate the 3.0x18mm xience v stent delivery system (sds) through the patient anatomy but the 3.0x18mm xience v sds failed to cross the lesion due to resistance with the patient anatomy. There was no interaction of devices. The 3.0x18mm xience v sds was removed and dilatation was performed again. Another attempt was made to cross the lesion, the 3.0x18 mm xience v sds was advanced against resistance and the proximal end of the shaft separated outside of the patient anatomy. The portion of the 3.0x18mm xience v sds remaining in the patient anatomy was simply removed without issue. There was no stent dislodgement. The procedure was successfully completed with a non-abbott sds. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on the information provided and a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience v everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.